Event description:
It was reported the camera head connector section cracked. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of connector cracks was confirmed. Additionally, the device evaluation found electrical contact corrosion, black dots in the image and cracks due to cable deterioration. Based on the results of the investigation, the root cause of the reported issue cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.